Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempt was made to obtain date of explant, but patient was not able to provide it. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08723. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken around 2017 wherein the scs system was explanted.